Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported while implanting the pt's scs ipg, the surgeon backed out the set screw too far in port 1 through 8. Subsequently, a port plug was placed into port 1 through 8 and was glued into place. The pt received effective stimulation after the procedure.